Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-18. The bridge bolus dose was done 30 minutes after the fill. The patient¿s weight at the time of the event was stated as greater than (B)(6) pounds (no weight was taken at the visit).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [30.0 mg/ml] at a dose of 16.486 mg/day, clonidine [500 mcg/ml] at a dose of 247.76 mcg/day, and dilaudid [12 mg/ml] at a dose of 6.59 mg/day via an implantable pump for an unknown indication for use. It was reported on 2017-mar-14 that they were removing bupivacaine from the drug mixture and changing the concentrations. It was indicated that the physician told the hcp that she did not need to do a bridge bolus so she did not run one. It was reviewed that the old drug was still in the pump tubing and the catheter was not cleared and that the flow rate was increasing from 0.549 ml/day to 1.179 ml/day. The hcp then tried to catch the patient before they left but did not catch the patient. The hcp left the patient a message requesting that the patient come back as soon as possible. It was reviewed that if the pump ran at 1.179 ml/day at 500 mcg/ml concentration it would deliver a dose of 589.5 mcg in 24 hours. The hcp ended the call to try to get the patient back to the office so the bolus could be stopped and the programming fixed. No symptoms were reported. The hcp had no time to provide further information. Later that day the hcp reported that they were with the patient at the ambulatory infusion office clinic which was not where the pump management physician is from, per the hcp. It was indicated that the patient was fine with no symptoms. It had been approximately 30 minutes since the pump was improperly updated without programming the bridge bolus, per the hcp. It was stated that the intrathecal bupivacaine [30.0 mg/ml] at a dose of 16.486 was the drug that was deleted and no longer in the new drug cocktail. The new drug cocktail consisted of clonidine [233 mcg/ml] at a dose of 274.93 mcg/day and dilaudid [5.4 mg/ml] at a dose of 6.3718 mg/day. No further complications were reported.